Event description:
Additional information reported indicated that after reprogramming the patient had full coverage equally and bilaterally in the back and legs. Impedance tests revealed no open or closed circuits. Impedances were normal. No other diagnostics were performed. No surgical interventions were needed. The reprogramming gave desired therapeutic effect. The patient was happy with the changes made to her programs. More than one and a half years later it was reported that there was a normal battery depletion so the ins was explanted.

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect in the right arm and hand. In addition, the patient's right eye was swollen. The patient had tried to reprogram herself without success, and had increased stimulation to 10.0 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3998, lot# v279273, implanted: (B)(6) 2009, explanted: na; anchor: model 3550-39, lot# n230568, implanted: (B)(6) 2009, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6)2009, explanted: na; extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; programmer: model 37743, serial# (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.